Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a radial head fracture procedure using hcs and mhs plate, two drill bits were broken. The surgeon removed every visible broken piece from the surgical field with difficulty and the procedure was completed using another drill bit. The surgeon reportedly did feel that he put extra load on the guide wire. It was reported the patient had a good bone quality. This is 2 of 2 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. The manufacturing records were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device used for treatment and not diagnosis. The broken surface is homogenous, what indicates material conformity as well. The drill bit is broken due to mechanical overloading during use. We strongly have to assume that the tip of the drill bits came in strong contact with the k wire and blocked what lead to the breakage finally. No product fault could be detected.